Event description:
The hcp reported that the pump was explanted and replaced due to loss of effect from drug therapy. The pump was implanted for 43 months. Dye study revealed the catheter was patent. The patient was receiving lioresal; no patient symptoms were reported. Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
H6: the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.